Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the problem with the subject programmer is that it did not maintain correct screen calibration. The screen calibration was out, and recalibration of the screen was only effective for a short time.

Event description:
Reportedly, the problem with the subject programmer is that it did not maintain correct screen calibration. The screen calibration was out, and recalibration of the screen was only effective for a short time.

Manufacturer narrative:
Preliminary analysis of returned programmer revealed that the reported calibration issue is intermittent. The video board should be replaced.

Event description:
Reportedly, the problem with the subject programmer is that it did not maintain correct screen calibration. The screen calibration was out, and recalibration of the screen was only effective for a short time.